Event description:
Dexcom g7 receiver not giving alerts to sugar high or low on any setting. Was not alerted that sugar was dropping and was in an extremely hypoglycemic low. Has been going on for about 2 weeks now. The dexcom g7 app is doing the same thing. Unless your eyes are locked on the number you will never know when it gets high or low for your settings. Dexcom says there are no other reports of the issue, but we received a letter from dexcom that there is an issue with the speakers on this device. It¿s not the speaker. The speaker test works. We don't seem to be getting answers and this is going to lead to a major problem, possibly even a seizure.